Event description:
It was reported to boston scientific corp that a polyflex esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009 (pt age "approx (B)(6)"). According to the complainant, during preparation for the procedure, the mesh part of the stent loader felt "different". It would not push the stent into the delivery system properly, as it "didn't narrow it down enough". The stent was enfolded upon itself and could not be loaded correctly. The procedure was completed with another polyflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4) stent, crimping problem. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).